Manufacturer narrative:
H3: product analysis found that the heating issue could not be verified but it did make strange noise. The pre-repair temperature test was performed and the temperatures were 79 fahrenheit in gear, 75.9 fahrenheit in motor and 79.3 fahrenheit in the bearings in 1 minute. The bearing were corroded. H6: previously applied codes fdm b21, fdr c21, fdc d16 img g04063 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pre-repair temperature test was performed and the temperatures were 79 fahrenheit in gear, 75.9 fahrenheit in motor and 79.3 fahrenheit in the bearings in 1 minute. All the recorded temperatures are less than 118 fahrenheit. Therefore, this does not meet the reporting criteria.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the m4 handpiece was making weird noise and was getting hot immediately. There was no patient involved.